Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received no delivery alarms. Customer stated they had changed their site six times and at different locations. The customer's blood glucose was 199 mg/dl. Troubleshooting found insulin was able to exit with a fixed prime. The customer also stated there was greater than normal resistance when attempting to push insulin with a plunger push. Advised the customer their no delivery alarm was caused by an infusion set/reservoir connection. It was also found the customer was able to deliver a 9 unit bolus at the end of troubleshooting. Customer was advised to monitor their insulin pump and that their infusion set and reservoir would be replaced. No additional information provided.